Manufacturer narrative:
Additional information was received that the patient's symptoms of infection were redness and a bit of swelling at the pocket site.

Event description:
A report was received that the patient had a (B)(6) infection at the ipg site. It was believed that the infection was not device related. The patient was prescribed with antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient had a staphylococcal infection at the ipg site. It was believed that the infection was not device related. The patient was prescribed with antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.